Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while screwing the bd eclipse¿ needle with smartslip¿ technology onto the syringe, the safety shield broke off. The following information was provided by the initial reporter: "when screwing needle onto syringe, the safety clip fell off.

Event description:
It was reported that while screwing the bd eclipse¿ needle with smartslip¿ technology onto the syringe, the safety shield broke off. The following information was provided by the initial reporter: "when screwing needle onto syringe, the safety clip fell off."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2012005. The review did reveal one detected non-conformance during the production process related to this incident; however, it was addressed during production. As samples belonging to this material were not returned, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no defects were observed with the safety mechanism. It was possible to activate the safety mechanism of all of the retained samples by following the instructions for use.